Manufacturer narrative:
Tw#: (B)(4). A ship history was performed to the account. There is no evidence that anything was shipped to the account in the one-year period prior to the aware date. Therefore, a device history review for the lot number was not performed.

Event description:
N/a.

Manufacturer narrative:
Tw ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had the insulation fail on the resector. The silicone peeled. No silicone fell into the patient. Completed the case by opening a new device and using as normal. Procedural delay was just opening a new kit and getting it situated. There were no patient effects.